Event description:
It was reported that a revision surgery was performed due to a failed fixation and patient pain, caused by three lateral screws backing out of the patient¿s bone. On (B)(6) 2014, the patient was originally treated for a fractured left clavicle. On an unknown date, the patient reported pain and the surgeon confirmed, by x-ray and tinting of the patient¿s skin above the left clavicle, that the three lateral screws had backed out of the bone. On (B)(6) 2014, the surgeon explanted all hardware which included a 3.5 mm lcp superior clavicle plate, three unknown 3.5 mm non-locking lateral cortical screws and three unknown 3.5 mm non-locking medial screws. The explanted screws and plate were reported to be intact. The surgeon implanted an anterior clavicle plate and the procedure was completed successfully. No further patient harm, fragmenting, or time delay was reported. This report is for the three unknown lateral screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the 3 lateral screw, part and lot numbers unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.